Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: ten sealed samples received by our quality team for investigation. Upon visual evaluation, no defects or issues observed on the needles. Additionally, each needle was connected to a syringe with saline solution, samples expelled the solution with normal flow. Based on previous investigations, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: cannot push liquid through.